Event description:
Boston scientific received information that during a routine change out procedure the rate/sense terminal pin was stuck in the device header. The physician attempted to pull the lead out of the header and the lead came apart at the terminal end. This lead was surgically abandoned and the device was successfully replaced. A new system was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.